Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted radical hysterectomy surgical procedure, it was reported that there was a continuous voice prompt instructing not to move the table while the system was docked. Troubleshooting first involved instructing a reboot, which initially seemed to resolve the issue, but the symptom recurred. Troubleshooting then involved performing a reboot with an emergency power-off, after which an error indicating a cannula sensor fault on arm 4 was observed. Troubleshooting then involved confirming whether the procedure could continue with three arms and disabling arm 4 so surgery could proceed. The procedure was completing as planned with no reported injury.